Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (alert 4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer plugged in pump to charge for the first time and subsequently a malfunction alarm occurred. There was no impact to blood glucose as the customer had not yet started using the pump for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.